Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-sep-2025. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lots a25142 and a25142a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 55-year-old female patient with dyspnea on exertion and shortness of breath. There was no additional patient information, nor details surrounding the event at the time of this report. Retrurn product is not available for investigation. Method time result lab hs-tnl 19:39 3 I-stat hs-tnl 19:54 >1000 I-stat hs-tni 21:05 >1000 lab hs-tnl 21:49 3 positive cut-off value for I-stat troponin test: <28.0 ng/l. Positive cut-off value for comparative instrument: 0-20 ng/l. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat IFU: art: 793033-00a. Reportable range: 2.9 - 1000.0.